Manufacturer narrative:
D9 - date returned to mfg on 1/10/2024. Received one used 14687-15 primary plum set for inspection. The cassette was observed to be warped. The corner of the cassette near the flow regulator was raised. The set was leak tested per product specifications. There was leakage from the weld area near the raised corner of the cassette. The cassette was dimensionally measured. The stack height failed specifications near the flow regulator of the cassette. The reported complaint of leakage can be confirmed due to the warped cassette. The probable cause of the warpage is due to excessive heat during transportation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported a leak around the edge of the cassette during infusion. The set was replaced, and therapy resumed. There was patient involvement but no patient harm. No additional information was provided.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.